Event description:
It was reported that during a radio frequency ablation when switching from the sensory to the motor screen a pt experienced unintended neuromuscular stimulation. There was no medical intervention or delay reported. The customer completed the procedure at the single level instead of the multi level.

Manufacturer narrative:
The device will not be returned to the MFR for eval.